Manufacturer narrative:
For the time being, we don't think that there is any relationship between the device and the "burns marks" observed. Nevertheless, we wait the return of the device for deeper analysis.

Event description:
After the use of lithoclast master for pcnl surgery, the pts develop "burn marks" on the stomach region.